Event description:
It was reported that the ventilator touch user interface failed to work. There was no patient involvement.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.